Event description:
Battery eri (2.55v) was reported on 26-aug-2025 in clinic follow-up. No therapy was delivered during this period. This device was not under fsn and without home monitoring. Replacement will be arranged.